Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately seven months after device implanted. The cause of death has been requested and will not be received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. The funeral home was contacted and was unable to provide information and the patient's medical doctors were unaware the patient is deceased. (B)(4).concomitant products: 5076 implantable pacing lead, implanted (B)(6) 2012; 4965 implantable pacing lead implanted, (B)(6) 1998; 6932 implantable tachy lead implanted, (B)(6) 1998.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately seven months after device implanted. The cause of death has been requested and will not be received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4). The device was returned to the manufacturer, analyzed and no anomalies were found.